Event description:
An ophthalmolgist reported that a female patient experienced corneal abscess while including optic 2000 multi-purpose solution in her lenscare regimen. It was reported that bacteriological testing of a sample taken from the patient's lenscase (with the contact lens in it) showed presence of serratia marcescens. A number of attempts to obtain add'l info regarding lot number, pt treatment, and outcome have been made; no response rec'd. No further info available or expected.